Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was an electrically shorted diode, designator cr15. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported issue.